Manufacturer narrative:
(B)(4). The lot number 12m070 was manufactured between november 28, 2012 - november 29, 2012. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow of an unknown medication was observed in a small volume infusor. The customer stated that force priming was attempted and flow was observed. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.